Manufacturer narrative:
(B)(4). Additional information was received that indicates this event does not meet malfunction reporting criteria. Therefore, this event is not reportable.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device product code w9561, lot mb7bmxm, and no non-conformances were identified.

Event description:
It was reported that the patient underwent opthalmic surgery on an unknown date and suture was used. The needle had been broken in the newly dispensed suture when it was opened for the ophthalmic cataract surgery. Changed to another device to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.